Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete cut; however, the repair was not completed because the cutter was not repairable. The cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, the device was in need of repair for an unknown reason. During product evaluation, it was discovered that the cutter failed the sample mesh test due to an incomplete cut. There was no note of patient impact or delay. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.